Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium results was a malfunction of the imt module. A siemens healthcare diagnostics field service engineer was dispatched to the account and performed multiple maintenance repairs. The repairs included replacing the imt sensor and properly positioning the imt probe and standard a container. The instrument is performing within specifications. No further evaluation of the device is required

Event description:
Falsely depressed sodium results were obtained on three patient samples. The patient results were reported to the physician. After a subsequent calibration failure and a review of prior reported results, the samples were re-run on an alternate instrument and higher results were obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed sodium results.